Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for radiculopathy and spinal pain. The patient reports difficulty charging battery. Said that she charged for three hours with eight coupling connection bars, but battery only charged up 25%. There were no known contributing factors. They had the patient confirmed they were still getting 8 coupling bars. They are going to attempt to recharge again to see if the issue will resolve. No symptoms were reported. Additional information received from the rep indicated that the cause of the charging issue is likely the patient had a much poorer coupling connection than she had thought. They noted that they told the patient to call them if further issues have persisted, and they have not heard anything back from the patient. The rep stated that they educated patient on importance of proper coupling connection. Additional information was received and it was reported that the patient stated they needed a recharger antenna. They stated it wasn't damage, but it didn't work. They saw nothing and couldn't charge the ins. They had an extra antenna, so they plugged it in and they were able to charge. They then stated that they wanted the ins changed out because they were tired of their harness and it didn't work. The patient clarified that it wasn't that the therapy wasn't helping. They stated that the ins was implanted in 2014 or 2015 and the ins wasn't holding a charge like it was supposed to. They were able to charge with the extra antenna, but it was going slow. They mentioned they only charged up 2 bars since that morning with full coupling. They has difficulty charging. No symptoms were reported.